Event description:
The following was reported regarding the johnson and johnson (jnj) intraocular lens (iol). During a surgical procedure performed on a patient the treating doctor reported that at the moment of implanting the intraocular lens into the anterior chamber, following the injection of the device through the cartridge, it was observed that one of the haptics remained adhered to the optical body of the lens. Despite performing intraoperative maneuvers to facilitate the deployment of the iol, it was not possible to release the haptic or correctly implant the device, thereby rendering its proper positioning impossible. Reportedly, the packaging was checked and showed no signs of damage. The expiration date was current. No further information was provided. Note. The customer inadvertently submitted two different serial numbers for the same event. The serial number listed in the email subject line does not match the serial number found in the attached documentation. Both serial numbers were reported as follows: (B)(6) manufacturer report number (B)(6) manufacturer report number 3012236936-2026-0001323.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6, patient information: unknown/not provided. Section d6a, if implanted, give date: not applicable. There is no indication the lens was implanted. Section d6b, if explanted, give date: not applicable. There is no indication the lens was implanted. Therefore, it was not explanted. Section e1: address, city, state and zip code: unknown/not provided. Section e1, telephone number: unknown/not provided. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.